Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was being positioned but exhibited high out of range pacing impedance measurements of greater than 2000 ohms in multiple positions. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned with the helix in a retracted position, with dried body fluid noted in the helix housing. This is normal for active fixation leads. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was being positioned but exhibited high out of range pacing impedance measurements of greater than 2000 ohms in multiple positions. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. The rv lead was discarded at the hospital and will not be returned for analysis. As no further information regarding this event is expected, our investigation is complete.